Event description:
It was reported that electrocardiogram (ECG) revealed normal function of the pulse generator but telemetry was unstable. The result was the same using different programmers. The pulse generator was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found intermittent loss of telemetry due to an anomalous integrated circuit component. After replacing the circuit component, the device functioned normally.